Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer resumed insulin without changing supplies or troubleshooting the source of the occlusion. The customer did not know if blood glucose level was impacted.